Event description:
End user stated, the frame has broken on the rollator on the bar that is under the basket. End user has had the unit welded. He was walking when the basket frame gave away. He did not suffer any injuries.